Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported that near the implant date they've been having concerns about their therapy. Pt was thinking that their eyes were being stimulated as well; pt clarified that the stimulation was not affected their eyesight. Pt mentioned that their eye doctor noticed that there's something wrong with their eyes and asked them if they did something new that could have affected their eyes. Pt mentioned that the condition was not about an allergy. Pt reached out to their managing hcp but never had any satisfying answer. When they asked the doctor if the stimulation has an effect to their eyes the doctor mentioned that they didn't know anything about it and that they just implanted the neurostimulator. Pt mentioned that the doctor seemed to be unaware of the device. The battery pack was also sticking out and hurting their back. Pt will go to another eye doctor; pt added that they never totally turn off the therapy but they've put the intensity in a very low settings. Pt added the therapy does help but wondering if the therapy could mess the eye. Agent asked if they had reported their situation to their manufacturer representative (rep). Pt also mentioned that they just asked their reps if the stimulator could affect the eyes before. According to the pt, it seemed that even the rep didn't know much about it either. Pt also mentioned that their therapy was reset before probably end of march or first part of april because the therapy was not working and the rep put groups a <(>&<)> b and the therapy worked. Pt did talk to the rep if they lay down and they could touch the battery and it hurts. Pt added, the technician said "cut it out and make the pocket deeper and put it back in" ..."and where they anchored it too, the anchoring the technician said it's in the bone...I'm sure that could make it possible hurt in that area". Agent suggested to turn off the stimulation and monitor. The pt did so and the pt mentioned that they could feel a huge difference. Pt was concern if there will be problems in turning the stimulation on. Pt was also concerned about the implant battery. Pt mentioned the implant was at 80%. Agent provided information. Pt did turn off the stimulation and pt mentioned that they could feel no vibration to their eyes. Pt later turned on the stimulation to check if the stimulation really turned on. Agent advised to monitor and inform what they did to the rep. Pt wanted to consult with other physician but did not want to get any random doctor. Agent offered to send an email to rep and reviewed rep role to pt. Agent advised the pt that once they get a call from the rep they could ask to be referred to a different physician to have a better experience in future doctor-consultations. Pt will do so.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating they talked to the patient and they have a consult with an optometrist for further evaluation. Patient will contact in the future if needed.